Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 239mg/dl, 349mg/dl (in the potential medical its states,"comapny staff viewed memory: 349 was not listed"). Tests were done < within 10 mins with a difference of 33%. Pt did not experience any adverse events. No further information has been reported.